Event description:
Per the clinic, the patient experienced headaches with stimulation, and the issue could not be resolved.the device was explanted (B)(6), 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. The patient was reimplanted with a new device during the same surgery. This report is filed (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.